Event description:
During surgery, it was found that the spring of the insertion tube was missing, thus the torque wrench could not hold the insertion tube. The surgeon continued to use this instrument and completed the procedure. It is unknown when the spring came off, however, it had no problem at the time of inspection before shipping to our customer. The surgeon might have found the spring if it fell into the patient's wound during surgery since he could see it or might have found through the post-op x-rays, however, the surgeon could miss it and still it remains in the patient's body. Could you please provide us the risk analysis on this?

Manufacturer narrative:
Product has not been returned to manufacturer. Additional information has been requested, and will be submitted in supplemental report upon completion of investigation.